Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated possible intermittent atrial lead oversensing during atrial tachycardia/atrial fibrillation episodes. A three year old impedance lead warning was also noted on the transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.